Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on the company's acceptance criteria.(B)(4).

Event description:
A technician reported a scanner locked up and froze the laser with the pt underneath during femtosecond flap creation. The technician was able to get through the prompts quickly and lift up the laser arm to free the pt. The case was aborted at the laser and was continued and completed with a microkeratomer.